Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction message and a loss of audio on the mx40 telemetry device. The device was not in use on a patient.